Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, and a contaminated dso sensor was found to be the problem as well as a contaminated uso sensor seal. The dso/uso sensors were replaced to fix the issue.

Event description:
The device was returned due to double beeping. The results of the investigation found that the device's downstream occlusion (dso) sensor and upstream occlusion (uso) sensor seal were contaminated. There was no patient involvement.